Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. The patient alleged that a portion of one of her leads remained in her body after explant, and was later retrieved.

Manufacturer narrative:
If additional information becomes available, the event will be updated.